Event description:
It was reported that during a percutaneous coronary interventional (pci)/direct stenting procedure, stent damage occurred. The 90% stenotic lesion was located in the calcified and moderately tortuous distal left anterior descending (lad) coronary artery. The 12mm x 2.5mm express2 monorail coronary stent delivery system failed to cross the lesion and upon removal, the stent was "lifted up". The procedure was successfully completed by predilation with an unk size non-bsc balloon and the deployment of a taxus drug eluting stent. No patient injuries or complications were reported. Patient status is reported as "good".